Manufacturer narrative:
(B)(4). This complaint of a system error 2240 (air in set) alarm occurred during drain 4/5 was not confirmed due to a lack of sample. The root cause of the system error 2240 alarm was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during drain 4 of 5. The hp stated that he noticed that liquid was leaking. The baxter technical service representative (tsr) assisted the hp with troubleshooting. The hp stated that he could not find the source of the leak. The tsr further assisted the hp to open the door and check the cassette. The hp confirmed that nothing unusual was noted with the cassette. The tsr advised the hp to hold on to the supplies so baxter could arrange to have them picked up. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention indicated at the time of the initial report.